Event description:
It was reported that after placing another co's two stents during an emergency lad procedure, it was felt there was a dissection distal to the two stents. The physician went to place a pixel to treat the dissection; however, when trying to cross the stents, the pixel caught on the proximal stents and was dislodged in an unintended site. The physician manipulated and felt resistance in trying to cross the pixel through the previously placed stents and the pixel came off in a 6fr-guiding catheter and dislodged in the lad. The physician tried to place a balloon through the pixel to remove it, but was unsuccessful. The physician then tried to snare the stent, but this was unsuccessful. The pt was sent to the or for dissection repair because a stent could not be placed. The pixel was also removed during surgery.